Manufacturer narrative:
The cable assembly, motor and coil assembly were discovered to be damaged, which is a potential cause of the reported bias current message.

Event description:
It was reported that during the device evaluation at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.

Manufacturer narrative:
During the device evaluation, wear of the rotor assembly, cable and bearings was identified as a potential cause of the reported bias current error.

Event description:
It was reported that during the device evaluation at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.